Manufacturer narrative:
(B)(4).evalaution summary:the product analysis lab evaluated the device. The heater bag temperature failed performance specification as the fluid delivered was out of specification. The cause for the failure was undetermined. A service history review revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine failed rite (returned instrument test/evaluation) testing due to the following failure: the heater bag temperature failed performance specification as the fluid delivered was out of specification. The customer discontinued use of the device due to a damaged hc, which was addressed in a separate complaint. No patient injury or medical intervention was reported. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.